Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, the device was programmed for basic delivery of a unspecified primary IV fluid. No specific pump programming was provided. On (B)(6) 2011, at an unspecified time, the device was programmed for piggyback delivery of vancomycin 1250mg, at a rate of 106ml/hr, a vtbi (volume to be infused) of 165ml, and a duration of 1 hour and 33 minutes. At 2350, the delivery was started. At 0057, it was reported that the piggyback delivery was complete and primary delivery had restarted. At 0103, it was reported the device was reprogrammed for piggyback delivery of doribax, at a rate of 25ml/hr, with a vtbi (volume to be infused) of 115ml, for a duration of 4 hours, and the delivery was started. At 0320, it was reported that the doribax delivery was complete. The device was removed from clinical service. Therapy was resumed with a replacement pump and tubing set. There were no reported adverse pt effects. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The device passed testing at the user facility and was returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The device history was downloaded at the user facility. A review of the history found on (B)(6) 2011, at 2350, the basic program delivery was stopped, device was programmed for piggyback delivery of vancomycin, 1250mg/150ml, at the rate of 106ml/hr, with a 165ml vtbi, for a calculated duration of 1 hr and 33 min, and the piggyback delivery was started. A date stamp (B)(6) 2011, occurred. At 0056, the piggyback delivery was stopped and the device was reprogrammed to deliver a 1ml vtbi, with a calculated duration of 1 min and the delivery was restarted. At 0057, an end piggyback delivery occurred and the device resumed basic program. At 0105, basic program delivery was stopped, the device was programmed and confirmed for piggyback delivery of doripenem (doribax) 100ml, at a rate of 25ml/hr, with a 115ml vtbi, for a calculated duration of 4 hrs and 36 mins and the piggyback delivery was started. At 0320, the piggyback delivery was stopped, standby mode was selected and the cassette was ejected. This report represents all the info known by the reporter upon query by hospira personnel.